Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the set cracked and leaked while being used on a patient. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a cracked and leaking set was confirmed. Visual inspection of the set noted no discernible signs of damage or abnormalities. Examination under magnification revealed a jagged crack spanning the length of one side of the female luer body and continuing through the edge of the luer rim. Functional testing confirmed leaking from the side of the female luer. The cause of the cracking component has been identified as the gate location in the production mold of the female luer.

Event description:
The customer reported the set cracked and leaked while being used on a patient. There was no patient harm.